Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump inappropriately suspended due to a sensor glucose of 45 mg/dl despite a blood glucose of 174 mg/dl. Troubleshooting did not occur for the sensor inaccuracy since the customer was expecting a very important call. No products were returned or replaced at this time.